Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had a high blood glucose value of 554 mg/dl. Customer also reported that they had insulin flow block alarm. Customer stated that entire infusion set was changed and the insulin was exited. Troubleshooting was performed. The insulin pump will not be returned for analysis.